Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event involved a 15 cm (6") appx 0.36 ml, smallbore bifuse ext set w/2 surplug¿ micro clear, 2 clamps, rotating luer where it was reported there was an occlusion. The reported product was connected to a coopdech syrinjector. Liquid did not flow. Their clinic generally connects a sa-1w to a cl connector, then connects to a syrinjector. For this time, they did not connect a sa-1w, but directly connected it to a syrinjectorone. There was unknown patient involvement, and no report of patient harm. Their in-house syringe filled with water was connected to the connector of the actual sample. As a result, no resistance was sensed in both connectors. Liquid can flow with no anomalies. Just in case, CT inspection was performed. The conduit inside one of the connectors was confirmed to be bent. However, it is presumed not to affect the liquid flow. It also mentioned that the event was not detected prior to patient use and the event occurred during injection. The device(s) was changed out/replaced with no further problems encountered. There was patient involvement but no patient harm.

Manufacturer narrative:
Received one used. List #ir-ed31512b, 15 cm (6") appx 0.36 ml, smallbore bifuse ext set w/2 surplug¿ micro clear, 2 clamps, rotating luer; lot #13506093. Received a photo showing the device and an x-ray of the microclaves. No damages or anomalies noted. The complaint of no flow could not be confirmed on the returned one used. List #ir-ed31512b, 15 cm (6") appx 0.36 ml, smallbore bifuse ext set w/2 surplug¿ micro clear, 2 clamps, rotating luer; lot #13506093. No damages or anomalies noted. The microclave and the rest of the set were primed at gravity pressure. Flow was established with no anomalies or occlusions. No leaks observed. No damages observed on the microclaves. No damage on silicone seal. No damage on the internal spikes. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.